Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .196 inches, the outer diameter was measured at .220 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. When preparing to use the device, the heartstring "did not load appropriately". They opened another and had the same issue...complaint will be filed on another number.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. When preparing to use the device, the heartstring "did not load appropriately". They opened another and had the same issue...complaint will be filed on another number.